Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new order was not crossing to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing to pyxis. A technical support specialist dialed into the server to investigate the issue. Ephi and enterprise server reports were reviewed. Sql server management studio (ssms) order query was checked. Tss contacted support team members to discuss the case. Confirmation was received that the issue was resolved. Verified the all-device activity report and confirmed that medication ID is being removed on device acu. As the issue is resolved and no further action is required, the case will be closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, new order was not crossing to pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.